Event description:
The ventilator said 'device alert', then 'failure.' All three alarm lights were lit up under the ventilator. Unable to determine when last breath was delivered, the nurse started bagging the patient while I changed out the ventilator. No injury to the patient occurred.